Manufacturer narrative:
The investigation is ongoing, however, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed that the customer 4k ultra high-definition liquid crystal display monitor had an intermittent power problem, ¿intermittent loss of power on the monitor which is on a pendant. The power cut out on the monitor after the scope had been removed from the patient and the procedure had been completed (using the same equipment). There was no impact to the patient or procedure. The customer reported the rest of the stack remained on and it was just the loss of power to the monitor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a root cause could not be identified, however, it was surmised that the phenomena may have been caused by the customer unnecessarily pushing the input select button resulting to the scope image disappearance. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.